Event description:
It was reported that ll vlv adpt(stand alone) was occluded. The following information was provided by the initial reporter: after successful intravenous indwelling needle puncture, it was found that the fluid did not drop. After replacing the separator, the fluid dropped successfully.

Manufacturer narrative:
H.6. Investigation: a 2000e china sample was not available for investigation of this feedback; however the customer indicates that an occlusion was identified when attempting to access the product. A review of the production records for lot 19087365 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that ll vlv adpt(stand alone) was occluded. The following information was provided by the initial reporter: after successful intravenous indwelling needle puncture, it was found that the fluid did not drop. After replacing the separator, the fluid dropped successfully.